Event description:
Caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Reportedly the pump successfully began charging after leaving the pump plugged into the power source.